Manufacturer narrative:
Date inaccurate, only the month and year are valid. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that some of the impedances on the right lead were high. The patient was originally programmed around the impedance issue but since then they claimed they didn't have good coverage on their right side- the patient wasn't receiving stimulation in their right leg. Electrodes 8-10 and 12-15 were indicated not to use per an impedance check. The patient's lead was replaced and this resolved the issue. No further complications reported.